Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, elevated blood metal levels and difficulty ambulating. A spacer was placed at the (B)(6) 2011 revision. On (B)(6) 2011 the patient underwent surgery to remove fluid and infection and was re-implanted on (B)(6) 2011. In addition to what were previously alleged, ppf alleges loosening of stem and alleges abductor muscle repair after first revision, however spacers were implanted during this time. The stem was added due to alleged loosening of stem. Doi: (B)(6) 2010. Dor: (B)(6) 2011, (right hip). Patient is bilateral, please see (B)(4) for the left hip.